Manufacturer narrative:
Additional information: additional information received reported that the patient is doing fine post-operatively. No additional information was provided. Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/01/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed no damages were observed. Therefore, based on the lens, the complaint was not confirmed since the lens did not show defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens remains implanted. The serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was implanted successfully into the patient's operative eye on (B)(6) 2017, but has since dislodged due to the patient's capsular bag being broken. Therefore, there is a planned explant in the near future. Reportedly, the implant surgery was uncomplicated. Miotic was introduced at end of surgery indicated vitreous not present, as pupil round. At one day post-op, the patient's eye patch was removed and it was noticed that the iol decentered quite a bit nasally. Also, vitreous prolapse at the iol edge was noticed and the patient was made aware. The patient's uncorrected vision at this visit was 20/50. At three day post-op, the iol decentered more nasally and south and the patient's uncorrected vision was 20/100. The patient was referred to a retinal specialist. At seven day post-op, the patient consulted the retinal specialist and the iol was lower, but still visible. The doctor arranged an advanced anterior segment consultation for (B)(6) 2017 at 8pm regarding suturing in the iol. No additional information was provided.

Manufacturer narrative:
Additional information received reported that an explant was performed on (B)(6) 2017. She provided the lens model and serial number as pcb00 19.5 and serial number (B)(4). Also, the doctor stated that when she removed the lens, she noticed that the haptic was not smooth and had some surface irregularities, which was not seen during the initial implantation. In addition, the patient's is a male with the operative eye being the left eye (os). No additional information was provided. The following sections have been updated accordingly: gender/sex: male. Outcomes attributed to adverse event: required intervention. Expiration date: 01/31/2020, serial number: (B)(4), (B)(4), catalog number: pcb0000195. If explanted, give date: (B)(6) 2017. Device manufacture date: 01/31/2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.